Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Condition after implantation of an accolade shaft with v40 head, development of a large pseudotumor in the groin area due to known cone problems in this implant combination. Surgeon forwarded us the following information: in summary, the incident is the following situation: patient (B)(6), (B)(6) years, currently 178 cm height and (B)(6) kg body weight. Anamnese: on 2007 implantation of a cementless hip endoprosthesis (accolade, trident, metal head -0.5, article numbers according to attached surgical report). Development of local metal intolerance with large "pseudotumor" / armd in the left hip with compression of the iliac vein presumably in the years 2014 to 2107 of increasing size. Currently 2017/2018 increasing local discomfort in the left hip joint. Metal value increase with cobalt in whole blood 6,89 ug / l (reference range 0,5-3,9 ug/ l) at normal chromium values (0,62 ug/ l at reference value 0,5 to 4,0 ug/ l in whole blood ). X-ray increasing osteolysis in the cup area, in CT and MRI, formation of a large pseudotumor both in the area of the outside hip muscles and in the retroperitoneum around the iliacus muscle. Due to increasing complaints, the resection of the pseudotumor with head and inlay changes took place on (B)(6) 2018 (clear conical corrosion visible without any indication of relevant substance defect.) Therefore change to v40 titanium adapter for delta ceramic module head 36 mm). The patient wanted the implants to be delivered, which is why a transfer of the removed head and inlay after sonication is not possible.

Manufacturer narrative:
An event regarding altr involving a trident shell was reported. The event was confirmed through review of the provided medical records and x-rays by a clinical consultant. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: review of these records confirms metallosis and development of a pseudotumor about the tha occurred, however, the root cause cannot be determined as insufficient information was available. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by the clinician stated: review of these records confirms metallosis and development of a pseudotumor about the tha occurred, however, the root cause cannot be determined as insufficient information was available. Documentation which would aid in the further completion of this assessment would include: implant retrieval with material analysis, dated pre and post op x-rays/ imaging from the index and revision surgeries, surgical pathology reports, laboratory reports and outpatient office/clinic notes. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Condition after implantation of an accoldade shaft with v40 head, development of a large pseudotumor in the groin area due to known cone problems in this implant combination. Surgeon forwarded us the following information: in summary, the incident is the following situation: patient (B)(6), 75 years, currently 178 cm height and 77 kg body weight. Anamnese: 2007 implantation of a cementless hip endoprosthesis (accolade, trident, metal head -0.5, article numbers according to attached surgical report). Development of local metal intolerance with large "pseudotumor" / armd in the left hip with compression of the iliac vein presumably in the years 2014 to 2107 of increasing size. Currently 2017/2018 increasing local discomfort in the left hip joint. Metal value increase with cobalt in whole blood 6,89 g / l (reference range 0,5-3,9 g / l) at normal chromium values (0,62 g / l at reference value 0,5 to 4,0 g / l in whole blood). X-ray increasing osteolysis in the cup area, in CT and MRI, formation of a large pseudotumor both in the area of the outside hip muscles and in the retroperitoneum around the iliacus muscle. Due to increasing complaints, the resection of the pseudotumor with head and inlay changes took place on (B)(6) 2018 (clear conical corrosion visible without any indication of relevant substance defect). Therefore change to v40 titanium adapter for delta ceramic module head 36 mm). The patient wanted the implants to be delivered, which is why a transfer of the removed head and inlay after sonication is not possible.